Manufacturer narrative:
The device history records are being reviewed. The event is currently under investigation. Although this product is not sold in the u.s., this event is being reported under regulation 21cfr part 803 as it involves a similar device to a PMA approved device sold in the u.s. Under # (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the stent was found to be too long after placement.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. There is no indication for a manufacturing-related failure. On the basis of the evaluation of the returned sample, no indication for a device malfunction or deficiency was identified. Additionally, digital x-ray copies were provided for evaluation; however, none of the images shows a stent placed inside a vessel. Therefore, the reported event could not be reproduced. Potential factors that could have led or contributed to the reported event have been evaluated. Previous investigations of similar complaints have been reviewed. In this case, the stent elongation may have occurred during deployment. An unintended movement of the delivery system during deployment may result in an elongated stent. Also excessive compression of the outer catheter or incorrect holding of the device during deployment may cause an inaccurate stent release. These factors can result in an irregular stent placement and the reported stent elongation. Furthermore, a challenging placement site, tortuous or calcified vessels as well as a not performed pre-dilation may contribute to an irregular stent placement. In this case, no details regarding the vessel anatomy or the stent deployment procedure were provided. On the basis of the information available, a definitive root cause for the reported event could not be determined. The IFU supplied with this product sufficiently describes the correct application of the device. Also the IFU states: "if the physician deems that pre-dilation is required, standard techniques may be used. While maintaining site access with a guide wire, remove the balloon catheter from the patient." Device evaluated by MFR?: corrected data.